Event description:
The product is the freestyle libre 2 by abbott: both sensor and reader. The product falsely reports hypoglycemia but it can be as much as 30 points lower than the accuchek finger prick reading. I am using the freestyle libre2 continuous glucose monitoring system (cgm) and using an accuchek for finger pricking checking of glucose for comparison. The freestyle libre 2 can have as much as 30 points difference from the finger prick check. My previous cgm, libre I, showed my glucose at 41 which prompted my admission into hospital with suspected insulinoma. Kept overnight. I moved from freestyle libre to freestyle libre 2, as the freestyle libre resulted in my hospitalization. I am finding freestyle libre 2 to be equally inaccurate. I did once call abbott and they sent me a new sensor and a new reader, and these worked for the life of that sensor (14 days). However, the sensors that I am getting from the local (B)(6), can be as much as 30 points off. E.g., current reading: libre2 = 81; accuchek = 110.